Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lobectomy. Three firings were completed, but when the powered handle was passed to the nurse the display screen went black. The device was re-set by powered approach, but the powered handle did not re-boot. The procedure was completed with a manual stapling handle. Surgical time was extended by less than 30 minutes. Patient no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.